Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging and not charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose was 86 mg/dl. The customer reverted to manual injections for insulin therapy.